Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "left side ¿rupture¿. The device has been explanted.

Event description:
Healthcare professional reported "left side ¿rupture¿. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: ¿ creases were observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: d4, d9, g2, h3, h4, h6.

Event description:
Healthcare professional reported left side ¿rupture¿. The device has been explanted.